Event description:
Two days post tavr procedure, the patient had an acute myocardial infarction (ami) and expired. During a transfemoral tavr procedure, a 26mm sapien xt valve was implanted in a 60:40 aortic/ventricular position with good results. The patient left the room in stable condition and seemed to be recovering well. Two days post tavr procedure, the patient had an episode of nausea and collapsed, and was found on the floor bleeding from the forehead. CPR was performed and the patient was intubated. The patient was hypotensive and was given epinephrine, norepinephrine, and vasopressin. A stat echocardiogram showed the left ventricle was down to 30 percent function with segmental wall motion abnormalities. EKG demonstrated hyperacute anteroseptal changes; acute mi was diagnosed. With the persistent hypotension, ami, cardiogenic shock and bleeding from the endotracheal tube, it was decided the patient was unlikely to survive. Resuscitative efforts were discontinued and the patient expired. The patient¿s aortic root and native leaflets had a moderate degree of calcification.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. Mi related to the tavr procedure and the valve implant will manifest intra-procedurally or in the immediate post-operative period, and is typically due to a combination of patient and/or procedural factors. As defined in the (B)(4) publication on tavr complications, the peri-procedural interval is inclusive of all events that begin within 72 hrs of the index procedure. Mi¿s that occur after the peri-procedural period (>72hrs) are typically related to the patient¿s underlying coronary disease. There are multiple patient factors that could put the patient at risk for mi during the tavr procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, in addition to the procedure itself, the patients pre-existing coronary artery disease may be a contributing factor to the myocardial infarction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.